Manufacturer narrative:
Risk analysis indicates: updated severity: 2 (moderate). Reason: one additional fraction to a pt occurred because of the current limitation that fields for artiste and another machine e.g. Oncor or primus are expected to be in separate courses. As a consequence the user must manually correct the total number of fractions in the artiste course if a fraction is delivered on the other machine (oncor/primus). If this is not done by the user and if no tx calendar is used on lantis or by other means a mis-treatment of an additional fractional can occur. Probability: d (occasional). Reason: there was one mistreatment reported in approximately 1000 pts. Root cause is determined to be rtt syngo functionality. Primus and oncor machines are also affected. Conclusion/actions: safety council recommends to update of the initial risk analysis and for product quality group to follow up on solution in accordance with internal documentation charm (B) (4).

Event description:
New info has arisen regarding a potential product issue that was initially determined to be non reportable to the FDA regarding our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. The customer planned the pt twice (for the two different machines) and imported the fields in lantis. The fields are under the same course and belong to the same prescription. The pt was treated on the oncor machine and on the next day again on the artiste. (Dosimetry in lantis was made correctly) by loading the pt into the rtt ws, an error message, that the projected dose is higher then the prescribed dose appears. In that case it is not possible to go to edit the plan anymore. Additionally the system gives a late resumption message every time the pt is open (due to the hidden fields - extra complaint). No injuries were reported. Risk analysis is completed. Root cause is determined. Initial corrective action is initiated. Final corrective action is pending.